Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump had unresponsive screen. The customer also reported that the insulin pump had a pump error 68 alarm. Functional testing to be performed/completed: the insulin pump was received with a scratched case, a missing display window/cover, a stained keypad overlay, a pillowing keypad overlay and a cracked retainer. The test p-cap/reservoir does lock properly inside the reservoir tube. No blank display noted. Unable to verify frozen screen, pump error 68 alarm, generate power management graph, perform thus insulin ump history file/traces download and perform the self test, sleep current measurement, active current measurement and displacement test due to no button response. The keypad overlay was peeled off and a corroded keypad traces was found. Device was cut open to perform visual inspection and no loose components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. By using a test case, the insulin pump was able to navigate the menu and continued testing. The pump passed the self test, active current measurement and sleep current measurement. Device history file/traces download was successful using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. Device was monitored and no unexpected powering off or blank display noted. No unexpected pump error 68 alarm noted during the testing. There was no unexpected power error 25, low battery alert, replace battery alert or replace battery now alarm in the formatted history file on the event date: (B)(6) 2021. However, power loss alarm was recorded and found in the formatted history file on: 06/23/2021 14:58:16.000 alarmalertnotification 06/23/2021 14:58:26.000 alarmalertnotification 06/23/2021 14:59:05.000 alarmalertcleared pump error 68 alarm was recorded and found in the formatted history file on: 06/23/2021 14:57:03.000 alarmalertnotification 06/23/2021 14:57:08.000 alarmalertcleared pump error 23 alarm was recorded and found in the formatted history file on: 06/23/2021 14:57:35.000 alarmalertnotification 06/23/2021 14:58:08.000 alarmalertcleared and pump error 49 alarm was recorded and found in the formatted history file on: 06/23/2021 14:57:03.000 alarmalertnotification 06/23/2021 14:57:16.000 alarmalertnotification 06/23/2021 14:57:26.000 alarmalertcleared no keypad anomaly noted when using the test keypad. In conclusion, the insulin pump had no button response due to corroded keypad traces. Failure analysis summary: the insulin pump had no button response due to corroded keypad traces. However, by using a test case, no blank display and no unexpected pump error 68 alarm noted during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive screen and also had frozen screen. Customer stated display did not returned after insulin pump restart. Insulin pump had pump error alarm. Customer stated the display was not blank less than 30 seconds. Customer stated insert battery did not display on screen. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.